Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damaged tip and the tip became elongated and part of the tip including the radiopaque (ro) marker is detached. The separated tip was not returned. Impedance testing shows an electrical open at distal wave form. Based on the x-ray images, the electrical failure was a result of a broken coax cable. During image characterization testing, no image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for the guide wire exit port and tip damaged issues is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that lost image occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross imaging catheter was selected for use. During procedure, it was noticed that lost image occurred while doing pullback from the distal part of the lesion. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good. However, when the device was shipped for return, it was noted that the part of the tip including the radiopaque marker (ro) is detached/separated.